Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's lead was capped and replaced on (B)(6) 2018 due to an insulation anomaly. No further information was available.

Manufacturer narrative:
Correction: this supplemental report is to correct the previously submitted MDR and to add new information. (B)(4). Further, the concomitant pacemaker (B)(4) was listed. Additionally, new information revealed the patient was stable during and after the procedure.

Event description:
New information received notes that the patient presented with syncope. Upon interrogation it was determined the patient¿s pacemaker was inhibiting capture as a result of noise and, further, the pacemaker¿s capture threshold had increased. As such, the patient¿s pacemaker was explanted and replaced. Further, the patient¿s right ventricular lead was exhibiting decreasing impedance and, as such, the patient¿s right ventricular lead was capped and replaced on (B)(6) 2018. The patient was stable during and after the procedure.